Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges the charger was charging and began to spark and died out.